Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 2024, a doctor needed to use a peripherally cannulated central venous catheter to administer intravenous fluids to a patient; the outer packaging was checked for any abnormalities prior to the use of the consumable; the sheath of the cannula ruptured during use, resulting in vascular injury to the patient, which posed a risk; after communicating and explaining to the patient, the sheath of the cannula was replaced and continued to administer intravenous fluids to the patient. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that on (B)(6) 2024, the doctor needs to use a central venous catheter through the peripherally cannula to perform intravenous infusion therapy for the patient, check that the outer packaging is not abnormal before the use of the consumables, and the intubation sheath ruptures during use, resulting in vascular damage to the patient, there is a risk, after communicating and explaining with the patient, replace the intubation sheath and continue to perform intravenous infusion therapy for the patient, and inform the nurse and equipment administrator of the matter after the end.